Event description:
The customer reported the ac connector failed. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.